Event description:
During a customer experience survey a patient reported that they were on peritoneal dialysis (pd) therapy until they experienced an infection in their stomach. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Clinical review: during a customer survey, this anonymous patient reported that they were a home peritoneal dialysis (pd) patient until they caught an infection in their stomach. Due to no patient information, additional follow-up was not possible. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.